Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that the tissue seal was damaged and that the protective earth resistance of the motor cable was out of range. The defective motor cable was replaced and the device was repaired, tested and found to be fully functional. User mishandling is one possible root cause of the damage to the tissue seal, however, given the information provided, we cannot determine a definitive root cause for the identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/20/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via service request that the micro tornado hp w handcontrol was sent for preventive maintenance, no reported malfunction from the customer, no patient involvement and no surgical delay, the failure was detected during electrical safety test at the service center. The device is available to be returned for evaluation.